Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip of the r2p destination was deformed. The sheath was used in the procedure using r2p system from the right radial artery to the common femoral artery. The sheath was difficult to advance due to calcification of the descending aorta. The sheath was withdrawn and removed from the patient. When the sheath was observed, the tip of the sheath was found to be deformed. The sheath was not used and replaced by another sheath with an assistance of an angiographic catheter, which was inserted in the lumen of the sheath to continue the procedure. The procedure was successfully completed. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.